Event description:
It was reported the tip showed signs of melting. There was no pt impact. First of 2 pts: see 3007069406-2012-00436.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the adenoid tip revealed the electrode wire was broken and the clear housing had slight melt back. The wire breakage was attributed to the user handling. The damage to the housing appeared to be caused by excessive usage of the tip at a high power setting. Review of the lot history revealed no anomalies. End of report.